Event description:
On (B)(6) 2013 the lay user/patient in USA contacted lifescan to report the one touch ultralink meter was giving inaccurately high readings compared to another meter. The patient obtained the blood glucose reading of 179 mg/dl on the reported meter and a reading of 135 mg/dl on another meter. There was no patient injury associated with this issue. As the issue was not resolved and the results fell outside expected values for meter-to-meter accuracy testing, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.